Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Concomitant therapies: "wellbutrin xl 300mg, lexapro 20mg, adderall xr 15mg, cozar 25mg, elavil 10mg prn for sleep, vitamin d 2000units, optivite pmt (premenstrual tension vitamin, 3 per day)". (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "visual analysis of the returned device identified: weight to the spec, device appearance (observed 40 mm dark patch edge material inside gel device) and opening. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.